Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump alarmed "check the syringe" during loading. A 1ml bd syringe was filled with 0.8ml of ampicillin 100 mg/ml (dose of 75 mg/kg), with a volume to be infused of 0.65ml. The device alarmed during syringe loading and the medication was unable to be administered using the pump. The medication was administered by IV push. There was no patient harm.

Event description:
It was reported that the syringe pump alarmed "check the syringe" during loading. A 1ml bd syringe was filled with 0.8ml of ampicillin 100 mg/ml (dose of 75 mg/kg), with a volume to be infused of 0.65ml. The device alarmed during syringe loading and the medication was unable to be administered using the pump. The medication was administered by IV push. There was no patient harm.

Manufacturer narrative:
Correction: initial reporter addr 1, initial reporter city, initial reporter state, initial reporter facility name, initial reporter zip.

Manufacturer narrative:
Additional information : initial reporter phone #.

Event description:
It was reported that the syringe pump alarmed "check the syringe" during loading. A 1ml bd syringe was filled with 0.8ml of ampicillin 100 mg/ml (dose of 75 mg/kg), with a volume to be infused of 0.65ml. The device alarmed during syringe loading and the medication was unable to be administered using the pump. The medication was administered by IV push. There was no patient harm.